Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the pulse generator exhibited under-sensing resulted in episodes of inappropriate switch being under reported. No intervention was performed. The patient was in stable condition.